Event description:
It was reported that during a meniscal repair fast fix t2 anchor was prematurely deployed. In consequence, the t1 implant had to be removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: a3: patient sex added.

Manufacturer narrative:
H10: the reported fast-fix 360 curved ndl delivery sys intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a meniscal repair fast fix t2 anchor was prematurely deployed. In consequence, the t1 implant had to be removed¿. An exact root cause cannot be determined with confidence.